Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a white line on the insulin pump¿s display. The customer¿s blood glucose level was 140 mg/dl. Troubleshooting was performed. They inserted a new battery but it did not resolve the display anomaly. They received a hardware low level failure alarm during the self-test. They were advised to discontinue use of the device. The device will not be returned for analysis.